Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Corrected field: g2 (adding health professional), information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a worn video connector pin. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to worn out video connector pins causing unstable image when wiggling the cables. The device evaluation found the following non-reportable findings: the main switch was of old version and software version needs update. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center has a faulty input camera connection. The camera connection would become loose and staff would have to physically hold the camera connector to bring back the picture. Information regarding the procedure and whether it was completed was not provided. There was no patient harm reported.